Event description:
The customer sent a medwatch which indicated "device had r.f. Output after dr released pedal. The nurse had to turn the machine off to rid problem. No injury due to snare being pulled into endoscope sheath during problem".

Manufacturer narrative:
The reeturned generator was confirmed to intermittently latch-on in both the cut and coag modes of operation. The failure was isolated to the level circuit board; however, the actual component failure was not conclusive. This model generator is obsolete and no longer serviced by co. Due to the failure mode, co recommends iti be scrapped. As requested by the customer, it will be returned to them for disposal.